Event description:
This rv lead was implanted on (B)(6) 2003 and was capped on (B)(6) 2005. Implant procedure form was received on (B)(6) 2018 stating that this lead was part of a system revision due to infection with sepsis. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).